Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of motor alarms. During testing, the pump was powered on and all of the keypad buttons were found to be unresponsive. The original complaint of a motor issue was unable to be investigated due to the unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue; the pump will not stop rewinding. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause long-term cessation of insulin delivery to the patient resulting in hyperglycemia.